Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r95011, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when clipping, it made noise and malformation. Extra power was needed as unusual.

Manufacturer narrative:
(B)(4). Batch # r92y0a. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended and no noise was heard. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.